Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that a cartridge change error occurred during the load sequence with multiple cartridges. Customer declined follow up from tandem technical support to ensure they obtained back-up insulin therapy. Customer's blood glucose level was 80-180 mg/dl.